Event description:
Fluid was absorbed in the pt instead of outflowing from the pt. The procedure was aborted due to the amount of fluid being absorbed by the pt. Doctor was unable to dilate patient enough to use the outflow and proceeded without using any fluid outflow and pt was absorbing fluid into abdomen and lungs. Pt was sent to hosp and was released to home approx 7:00pm that same evening. Pt was given a diuretic while still in surgery, it began to help before case was aborted.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).